Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 57 mg/dl. The customer was unable to troubleshoot or answer questions during the call. The customer's daughter then called to report that the customer has also been hospitalized on two previous occasions. Once for high blood glucose levels and the other, for low blood glucose levels with a reading of 28 mg/dl. No blood glucose reading was reported for the high blood glucose hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.